Event description:
It was reported that the device was used in a laparoscopic cholecystectomy. It was reported the device kept showing instrument errors. A second device was used and the same instrument errors occurred. A different device was used to complete the case. There were no pt consequences. Two devices are being returned.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. Device a was returned with the distal tip of the blade broken off. Device b was returned with the blade scratched and cracked. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process.